Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that acecide was being tested prior to each reprocessing cycle. The user facility reported that acecide was being replaced every 5 days or when it started to "breath bad". Olympus followed-up with the olympus field service engineer (fse) to obtain additional information regarding this report. The fse reported that the acecide conversion was performed on (B)(6) 2012 and the user facility only replaced acecide on mondays, the fse reported that an unknown number of olympus endoscopes were reprocessed in the referenced unit in which the acecide had failed the efficacy testing and were used on patients. The fse further reported that the auxiliary water channel connector was not being connected during reprocessing. The fse also reported that the user facility was not maintaining a log at the time. An olympus endoscopy support specialist has visited thi facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for evaluation. Olympus instruction and reprocessing manuals provide detailed information on how to reprocess endoscopes. This is one of the two reports. Please also reference 8010047-2012-00399. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility was not testing the acecide high-level disinfectant in accordance with olympus recommendation. There had been no report of infection or patient cross-contamination.